Manufacturer narrative:
(B)(4). Eval results code is in reference to the catheter. Final analysis of the pump (model: 8637-20, (B)(4)) revealed no anomaly, as the pump was found to function normally. The pump passed flow tests at 24,000 ul/day and 300 ul/day. The pump passed patency testing. There were no anomalies seen on the initial printout or the initial read of the pump log. All logs and telemetry strips were reviewed and no reset, eri or safe state events were found. The pump passed a visual inspection. The reservoir contained 13ml of sufentanyl/clonidine. Analysis of the catheter (model: 8709sc (B)(4)) revealed no significant anomalies that would indicate any malfunction. The dimensions of the returned catheter are as follows: proximal segment 7.7 cm, including sc pump connector, and strain relief sleeve to pin connector to distal 18.0 cm. The catheter passed both a 30 psi pressure test and patency test. No anomaly seen inside the sc pump connector.

Event description:
On (B)(6) 2011, it was initially reported that the pt's pump and catheter were removed, because the pt said the device was causing pain. The device was not replaced with medtronic product. The pt recovered with sequela following the explant procedure. The pump and catheter were later returned to the MFR. Per the pump log, the pump administered sulfentanyl and clonidine. On (B)(6) 2011: add'l info rec'd indicated that the pt was treated for wound infection following the explant procedure.